Event description:
It was reported that the device has the dc inlet damaged. No patient was involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.